Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
Patient experienced approximately 10 cc of bleeding following tissue biopsy during a superdimension procedure. The bleeding stopped spontaneously without intervention. The site reports that the bleeding is possibly attributed to two non-superdimension endoscopic tools used during the procedure. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
This event did not require medical intervention and does not meet the criteria for a serious injury therefore is not a reportable event.